Manufacturer narrative:
The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), batch: ab2422. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), batch: ab2421.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead was explanted.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has a lead with low impedances and is unable to enter MRI mode. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the lead was unable to become loose and the procedure was abandoned. Further intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.